Event description:
Pt was brought to operating room for open reduction internal fixation right hip. A central line was to be placed by physician prior to surgery. Central line was placed in normal manner by physician; however, when guidewire was being removed, it became lodged and was unable to be removed. The guidewire broke outside the insertion site. A surgeon was called in to surgically remove the retained piece of guidewire thru an open incision. Upon removal the guidewire appeared to be unraveling. Dates of use: 2008. Diagnosis or reason for use: inadequate IV access, fractured hip. Event abated after use stopped or dose reduced? Yes.